Event description:
During a surgical procedure, while using an i60s and plcr60g after firing, the reload stuck to tissue and malformed staples were observed in the staple line. While removing the device one staple that was closed on tissue opened up and remained in the reload. A bovie was used to gain anastamosis and suture used to repair leak.

Manufacturer narrative:
The returned plcr60g had 5 staples jammed on the right and left outer edges of the reload. There was no damage noted on the reload that would cause this malfunction. This issue will be monitored to further investigate the root cause and trend to determine if a corrective action is warranted.